Event description:
Event description guidant received information that this right atrial and ventricular lead were laser extracted, due to clavicle/first rib entrapment. A new pacemaker system was then successfully implanted.